Manufacturer narrative:
The previously reported conclusion code no longer applies to this event. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump (sn; (B)(4)) found motor gear train anomalies; corrosion and/or wear and/or lubrication and the stall was due to shaft-bearing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary #geo event description: preliminary geo assessment: preliminary geo conclusion: (B)(6). (B)(4).

Event description:
On (B)(6) 2016, information was received from a foreign healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving morphine (unknown dose and concentration) via an implantable pump for an unknown indication for use. On (B)(6) 2016, the patient's pump had an activated alarm and withdrawal symptoms. The pump logs were read and showed a motor stall had occurred. No motor stall recovery was reported. The pump was explanted and replaced on (B)(6) 2016. The issue was resolved at the time of this report. Additional information has been requested regarding device information, drug information and suspected cause of the motor stall, but it was not available at the time of this report.